Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: patient underwent revision surgery on (B)(6) 2011. Removal of t8 screws was performed. A laminectomy t7 and t8 level was undertaken. Epidural puss and granulation tissue was excised. Extension of the fusion of the t3 level was performed. Pedicle screws were inserted a histopathology specimen was sent. This is 8 of 8 reports for the same event.